Manufacturer narrative:
(B)(4).

Event description:
Product was provided for evaluation. No additional event or patient information is available. A voltage test was conducted and passed. A pairing test was conducted and passed. Data review from device confirmed the reported allegation. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was available for evaluation. Review of the data confirmed the reported error icon. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.